Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the leg on 01/16/2018. The patient¿s mother noticed the patient was unresponsive and took a finger stick reading that was reading 39mg/dl, compared to the cgm that was reading 76mg/dl. The patient¿s mother administered the patient with a glucagon shot and after 10 minutes, the patient¿s bg levels raised up to 104mg/dl. At the time of contact, the patient was responsive and alert. No additional patient or event information is available. Data was received for evaluation, data review did not confirm the reported event of inaccurate cgm values. A probable cause could not be determined via data. The sensor was inserted into the leg. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.